Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was flickering. There was no reported impact to customer's blood glucose. Multiple attempts were made by tandem¿s technical support to obtain additional information and complete troubleshooting. However, a response was not received.